Manufacturer narrative:
A complete lead was returned for analysis. External insulation abrasions were noted at 16.2-16.9 cm, 21.9-23.7 cm, 26.2-26.6 cm from the pin consistent with lead friction to the ICD can or feature of the heart. The exposures of the outer coil in these abrasion zones were consistent with the observation from the field of noise.

Event description:
It was reported the atrial lead was capped and replaced due to lead noise. The patient was stable post procedure and will be followed up normally.